Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported leak could not be determined. It is likely that device transit influenced the reported clip being inverted out of the packaging; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
It was reported that when the clip delivery system (cds) was removed from the packaging the clip was noted to be inverted and had to be closed. During preparation of the clip delivery system (cds) bubbles were observed coming out of the end of the clip delivery system when the clip was locked and unlocked. The decision was made not to use the device. A new cds was used without issue for the procedure. The final mr grade was 1. There was no clinically significant delay in the procedure reported. No additional information was provided.